Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 18-4/5.8/75 xxl esophageal balloon was advanced for post dilation of a venous stent. However, before it was fully inflated at 1 atmosphere, the balloon burst. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was stable.